Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing and ventricular fibrillation arrhythmias due to noise were observed. It was noted that the patient received inappropriate atp and hv therapy during the episodes. Increase capture threshold was also noted. Programming changes were made, but the lead was later capped and replaced. The patient was in good condition post-procedure.